Event description:
It was reported that the asymptomatic patient presented to the operating room for device change out for normal eri. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was capped and replaced. The...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the operating room for device change out for normal eri. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was capped and replaced. The patients condition is good.